Event description:
It was reported that a large volume intermate had a black mark on a reservoir. This was identified during storage. The device was filled with an unspecified amount of saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: evaluation summary of previous MDR - the particle was outside of the fluid pathway. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Evaluation summary: the sample was returned for evaluation. A visual inspection identified that there was a black particle embedded in the material of the stress member component. The origin of the particulate matter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.